Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's son connected to the patient's implant and confirmed that patient reached end of service (eos) on the left side. The caller stated the patient has had frequent falls and one incident caused head injury. The patient has dyskinesia, moving a lot and sweating. The patient has an appointment with their healthcare provider jan 27th. Troubleshooting was not required. The issue was not resolved through troubleshooting.